Event description:
A cartridge change error was reported, causing the customer's blood glucose level to exceed 500 mg/dl, with the specific value shown as "high." The customer did not immediately take any action to address the high blood glucose level. Technical support instructed the customer to inspect various parts of the pump, clean the pneumatic tap area, and attempt to reload the cartridge. However, the customer was unable to successfully load the cartridge and planned to fill it independently, with the option to call back if further assistance was needed.